Manufacturer narrative:
Section b3: date of event: the best estimate date is prior to dec 19, 2023. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided. Section h3 - other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis symfony optiblue intraocular lens (iol) was explanted and light adjustable lens (lal) was implanted as a replacement.

Manufacturer narrative:
Additional information: additional information was received reporting the model and serial number of the preloaded multifocal intraocular lens (iol) is dxr00v (B)(6), which was implanted in the right eye on (B)(6) 2023, and explanted on (B)(6) 2023, due to severe glares and halos. The date the symptoms were first noted was sep 22, 2023. There was no calculation issue. A light adjustable lens (lal) (21.5 diopter) was implanted as replacement. There was no patient injury, and no additional medical or surgical intervention was required. Patient outcome was good. The device is not available to be returned. The patient¿s gender (male), date of birth ((B)(6) 1962), race (white), ethnicity (not hispanic/latino), and weight (210 pounds) was also provided. No further information was provided. Device evaluation: the device was not returned at the manufacturing site as it was discarded; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaints for this production order number have been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. The following fields have been updated accordingly: section a2: date of birth: (B)(6) 1962. Section a3: gender: male. Section a4: patient weight: 210 pounds. Section a5: ethnicity: not hispanic/latino. Section b3: date of event: sep 22, 2023. Section d1: brand name: tecnis simplicity. Section d4: model number: dxr00v. Section d4: catalog number: dxr00vu240. Section d4: serial number: (B)(6). Section d4: expiration date: apr 21, 2025. Section d4: unique identifier (UDI) number: (B)(4). Section d6a: if implanted, give date: (B)(6) 2023. Section d6b: if explanted, give date: (B)(6) 2023. Section h4: device manufacture date: apr 21, 2022. Section h6: health effect - clinical code 2227 - halo. Section h6: health effect - clinical code 2140 - visual disturbances. Section h6: type of investigation code 4109 - historical data analysis. Section h6: type of investigation code 3331 - analysis of production records. Section h6: investigation findings code 213 - no device problem found. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.